Event description:
The health professional stated that an oratec interventions rf generator was being utilized during a bankhart procedure at their facility. After completion of this procedure the grounding pad (conmed corp) was being removed when a small (20mmx4mm) blackened area was noticed on the pts upper right abdomen. The pts blackened area was then excised, sutured and dressed.